Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The october 2015 angiodynamics complaint report was reviewed for the vaxcel port product family and the failure mode, "catheter fractured/migrated." No adverse trend was identified. The reported event is not able to be confirmed, nor can a root cause be determined as no sample was returned for evaluation. Angiodynamics manufacturing process controls for the port include 100 percent leak testing and 100 percent testing for proper valve functioning. Incoming inspection of the catheter tubing includes visualization for damage or defects, dimensional inspection, inspection with a guidewire for lumen patency, and tip tensile testing. The directions for use (dfu) supplied with the device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". (B)(4).

Event description:
As per description in voluntary medwatch # mw5055768: "tubing from this port, used for chemotherapy, separated from the port and potentially could have moved through the vein to the heart. Resulted in requirement for emergency surgery to access vein for removal of tube and subsequent surgery to remove and replace the defective vaxcel port." The used device was not returned for evaluation.